Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were observed during review of the device log files. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The error was cleared from the log. The main board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.